Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and complaint was confirmed. According to the investigation details, the rotor was stuck in the motor due to corrosion. The rotor, motor, and other components were replaced.

Event description:
It was reported that the handpiece continued to run on its own during testing. There was no pt involvement. There has been no adverse consequences reported.